Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter had a date/time issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the date the product issue began. The patient manages her diabetes with insulin pump. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient increased their food and/or drink intake on an unspecified date/time. The patient claims she developed symptoms of ¿shaking, lost balance, sweating¿ the patient does not recall if the symptoms started before or after the product issue. The patent alleged self-treatment with more food and/or drink on an unspecified date/time. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and the issue did not start after replacing the battery. The cca was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Followup #1 - 02/02/2015. This followup has been sent to correct the scripting in the incident description which documented the meter incorrectly. The customers meter was a one touch ultra mini.